Event description:
Procedure type: gastric band. According to the reporter: during the procedure while placing the trocar, the cannula broke from de versaportseal. This resulted in breaking the whole trocar. The cannula was roaming free inside the abdomen. And it was retrieved using an endo grasp. The incision was increased less than 1cm, and the operating time delay was about 25 minutes. There was no additional bleeding. No pt injury was reported. She was overweight and her current condition is fine.

Manufacturer narrative:
(B) (4). (B) (4).